Manufacturer narrative:
Failure analysis (fa) lab received a avea gas delivery engine (gde). Visual inspection of the gde found f1, 2.5a fuse removed from fuse holder, air inlet pcba flat flex cable dislodged from pcba connector. No other visible signs of damage or misuse. A known good o2 sensor was installed, then the unit was connected to a test stand and powered on in set up mode. A review of the error log found no related entries. A review of the mfg and cal screens found no discrepancies. The unit was restarted in user mode. A test circuit was installed and an est was performed. The unit passed all 3 segments. The unit was tested for low ve accuracy and found to be outside of specifications. The unit was restarted in set up mode and allowed to run in fcv exercise mode for a period of 10 minutes. Following the fcv exercise the unit underwent fcv and exv characterization and exv test and the unit passed all segments. The unit was set up for regulator/relay balance and found to be outside of specifications. A balance was performed and a low and high ve blending accuracy test was performed and the results were entered in the edrs. The unit failed the blending accuracy high ve. Fa could not be duplicate the reported issue. Fio2 delivery was out of tolerance as measured during the blending accuracy high ve test. The o2 blender cannot be calibrated. The o2 blender was scrapped.

Event description:
The user facility biomed reported that during per-use checkout the device alarmed "high p peak", "ext high p peak", circuit occlusion" and "safety valve open".

Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device verified the reported event and determined that a malfunctioning gas delivery engine (gde) was the most likely cause. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.